Event description:
The user facility reported that during a patient procedure, the monitor blanked out and continued to blink during the case. A replacement monitor was brought into the room and the procedure was completed successfully. No injuries were reported.

Manufacturer narrative:
A steris service specialist arrived at the facility, inspected the integration system and determined the issue was caused by the camera utilized at the time of the event. The technician made the necessary adjustments, tested the integration system and confirmed the unit was operating to specification.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.